Manufacturer narrative:
The affected device was returned and evaluated. Upon visual examination, the stated complaint was confirmed. The implant impactor had the plastic rings disengaged on the twist knob. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that fragments of the instrument detached during use and fell in situ. Everything has been completely removed.